Event description:
Rptr experienced the er1 message "quite some time ago". Rptr thought she had done something wrong and retested, receiving a satisfactory blood glucose value. Rptr had never performed a control solution test.